Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional information regarding this report; should any additional information become available, a follow-up report will be submitted.

Event description:
A home therapies manager (htm) reported via email to a baxter account manager that a patient's transfer set pulled apart while she was walking away from the homechoice device to use the bathroom. The baxter account manager contacted the htm who stated the tip of the 6 inch transfer set came off. No patient injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed in the lab due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. It was reported that the patient accidentally pulled the end of the transfer set out from the tubing. The labeling review found the patient at home guide to be adequate for the potential use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.